Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: piston syringe, medical device type: fmf. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k951254 (needle), PMA / 510(k)#: k980987 (syringe). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle's safety mechanism separated with the hub before use. The following information was provided by the initial reporter: "safety mechanism dysfunction. Safety mechanism separated with needle hub."

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. A loose 3ml syringe with a 23g needle attached was observed in a person¿s hand. The shield was removed from the needle with the cannula exposed. The safety shield was observed to have remained inside the outer needle shield instead of remaining attached to the rest of the needle assembly. Another view appeared to show a break in the piece of plastic at the base of the safety shield. A small amount of damage was also observed to be present on the needle hub. Broken safety shield is a rejectable condition per product specification. Possible root cause is associated with the safetyglide assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the epoxy to fix it; after that, a plastic safety mechanism is assembled, then at the end the plastic shield is assembled to the part. In this case, the safety mechanism was not properly assembled. No corrective actions are necessary based on the defective rate identified. Batch 9214055 is considered in compliance with our product specification requirements. DHR review was performed, there was no documentation for this type of defect during the entire production run of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd safetyglide¿ needle's safety mechanism separated with the hub before use. The following information was provided by the initial reporter: "safety mechanism dysfunction. Safety mechanism separated with needle hub".